Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's nurse called in reporting customer was admitted to the hospital with high blood glucose levels. Customer was vomiting and feeling dehydrated, sleepy, lethargic, and depressed. When she was admitted to the hospital, her blood glucose level was 600 mg/dl. Last night, customer's blood glucose level was 21 mg/dl, and she was given orange juice and dextro, raising her blood glucose level to 106 mg/dl. Customer's husband stated that when customer was admitted, she was told she had an infection causing her blood glucose levels to rise. Customer was given antibiotics, but was later told there was no infection. Since the antibiotics, customer has been better. Customer's husband stated that customer has bad eating habits, causing customer to go high or low sometimes. Customer's husband stated he feels the insulin pump is working fine. Customer stated she has been having issues with bent cannulas. When the cannula was removed at the hospital, it was not bent. Nothing further reported.